Event description:
It was reported that the procedure was to treat an 80% stenosed, mildly calcified lesion in the mid right coronary artery (rca). The vessel was described as chronic total occlusion. Pre-dilatation was performed with a 3.0 x 12 mm balloon (unknown pressure) reducing the stenosis to less than 40%. Despite very good pre-dilatation of the lesion, the 3.5 x 12 mm absorb device could not cross and caused a dissection of the proximal segment of the target lesion. The dissection was treated by placing a 3.5 x 12 mm xience stent. A 3.5 x 12 xience prime was implanted to treat the lesion and complete the procedure. The patient outcome was good. It was considered a clinically significant delay in procedure due to the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Though the device absorb bioresorbable vascular scaffold (bvs) system is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed, and the PMA# listed is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device. Add'l devices: guide wire: whisper es; guide cath: cordis ebu-right. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Although a conclusive cause for the reported dissection, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.